Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an sad procedure, the tip of the device broke. An x-ray was performed and confirmed the broken tip was retained in the patient's bone. The surgeon decided to leave the broken tip in the bone as it was felt it was firmly lodged into place and was safe. A backup device was utilized to complete the procedure. No further patient injury or complications were reported.